Manufacturer narrative:
Evaluation summary: sample was not returned. Requested data not provided. No technical root cause could be determined based on the information that was provided. Contributing factors for reported event could be a changing of doctor/microscope position after confirmation of the registration or guidelines of an appropriate surgery image where not followed (e.g too low microscope illumination, zoom level of the microscope too high or too low or bad centration of the eye during the surgery). Most likely the root cause is use error. (B)(4).

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received. (B)(4)

Event description:
An ophthalmic surgeon reported that the implantation axis was noticed to be not correct in a pool of patients after cataract surgery with intraocular lens (iol) implant. Additional information has been requested but not received. This is one of three reports being filed for the same facility and event.